Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 2 of 2 for (B)(4). It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2022, it was observed that the suture on the truespan meniscal repair system peek 24 degree was broken off after firing. Changed to another one to continue the surgery but the same problem happened again. This is report 1 of x for (B)(4). Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the complaint devices are not being returned, they were discarded, therefore unavailable for a physical evaluation, however two photos were provided. Upon visual inspection of the photos, no information about product code or lot numbers were found. In addition, just 2 devices out of the 4 devices reported were shown in the photos. Visual analysis of the first photo revealed a partial part of the device over the outer box and completely out of the packaging. It was observed that the first plate was deployed. The trigger appears to be in its full retracted position which means that the trigger was activated. No structural anomalies could be found. Visual analysis of the second photo revealed that both plates were deployed. It is not possible to determine a damage in the suture with the photos provided due to low quality photos. No structural anomalies could be found. A manufacturing record evaluation was performed for the finished device 8l58449 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photos and considering that the suture condition could not be seen due to the low quality of the photos. This complaint cannot be confirmed, and a root cause for the issue experienced by the customer cannot be determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.